Event description:
After the patient had left the room the trash was noted to be smoking and quickly caught fire. There were two nurses in the operating room at the time. They first dumped fluids on the fire but it was not extinguished. The fire alarm was pulled, then the fire was extinguished using a fire extinguisher. The fire department responded and verified the fire was completely out. The source of ignition appears to be a discarded battery pack from the drill. The contacts of the battery apparently shorted out on pieces of aluminum foil or wire that were in the trash bag, overheated, and caught on fire. Numerous foil packages from sutures and scalpel blades were observed in the trash and they are highly conductive on the surface.directions for use that come with the battery include a warning against shorting the terminals and to dispose of the battery properly. The terminals on the battery protrude from the case and are relatively easy to short out. Recessed terminals would be less likely to short. There was no patient involvement as the patient had already left the room and the damage was confined to the trash bag.======================manufacturer response for battery pack, kls martin (per site reporter).======================awaiting evaluation of device.